Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on. This condition was found in the intensive care unit upon power up. The quality engineer later assigned the defective power supply to be the determined problem; this condition had the potential to interrupt delivery. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that would not turn on was confirmed and reproduced during product evaluation. This condition was caused by a defective power supply. The power supply was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.